Event description:
It was reported that the patient underwent a surgical procedure in which an inflatable penile prosthesis (ipp) was removed and replaced with a new system due to unspecified performance issues. No specific device malfunction was identified with the explanted device. The patient did not experience any adverse event and was said to be good following the procedure.